Event description:
It was reported that a catheter issue occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. After a 4.00 x 32 synergy drug eluting stent was implanted without any issues, the opticross imaging catheter was advanced for ultrasound examination of the lesion. During removal of the catheter, the guidewire exit port became stuck on a stent strut. A microcatheter was used to release the opticross catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection showed the guidewire exit port was lifted.

Event description:
It was reported that a catheter issue occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. After a 4.00 x 32 synergy drug eluting stent was implanted without any issues, the opticross imaging catheter was advanced for ultrasound examination of the lesion. During removal of the catheter, the guidewire exit port became stuck on a stent strut. A microcatheter was used to release the opticross catheter. The procedure was completed with another of the same device. There were no patient complications.